Event description:
Pt s/p. Icb 2 aneurysm, s/p ? Who was vented and required peg tube for feedings. As condition improved pt was trnasferred to a rehabilitation facility where pt no longer required peg tube. Physician attempted to remove tube and the stopper. Flange broke off and dislodged in pt's stomach. Three days later pt was taken to surgery and flange removed without any adverse outcome.